Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, during dialysis in zone 6 in the morning, bleeding was observed at the patient¿s catheter insertion site. An immediate assessment revealed a crack at the venous port of the long-term catheter. The physician was promptly notified, and the patient underwent re-venipuncture to continue dialysis. The venous connector was replaced at 9:00 am on (B)(6) as an intervention. Tego was not utilized. The insertion site was not treated prior to product placement. As a remedial action and intervention, the catheter was repaired. The procedure was completed after the remedial action was done. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.